Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the high-resolution stereo viewer (hrsv). The system was tested verified as ready for use. The hrsv has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via the system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issue was found that would relate to the complaint. The unit was then installed onto the golden system. The system powered up and the hrsv was found to be fully functioning, the image display was clear as the golden unit. The system ran 10 power cycles, but no related issue/errors were triggered. This unit was found to be fully functional. As of these findings, fa team was not able to determine the root cause of the reported complaint.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the right eye on the surgeon side console (ssc) was black. The procedure was completed as planned. No reported known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer but was not able to obtain any additional information.